Manufacturer narrative:
Investigation results: the product was not available for investigation. Due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. In addition a definitive root cause of the failure cannot be determined due to the lack of information.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with aesculap surgical instruments. It was reported that a distractor used in a primary lumbar arthroplasty was bent during use in the (B)(6) 2020 procedure. Reportedly, the surgeon was not satisfied with the placement of the implant and wanted to move it over. The surgeon used the distractor out of the repositioning tray and as he distracted he was advised to only distract using two to three clicks but he felt as though he was not distracting enough. As such the surgeon distracted, "putting some meat into it" and the distractor was really bent in the process. The peek implant was attached the inlay was placed with the polyethylene core and the surgeon was trying to take out to remove the two endplates in order to reposition the implant. Although the implant was slightly off midline by approximately 2mm and within acceptable limits, the surgeon was being extra particular and attempted for 45 minutes to reposition the implant. There was no alternative distractor available unless the surgeon used the devices required to fuse (fusion system). As that was not the objective the device was left as place after the 45 minutes. Although the surgeon was initially concerned that the implant could have loosened with the amount of manipulation during the surgery, the post operative status showed the device in the proper position and the patient was reportedly doing well. The complained device has already been red tagged and returned with the set. The article number of implant is unknown. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).